Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones due to having declared a high out of range shock impedance measurement of greater than 125 ohms. The patient was brought in for product testing, and provocative maneuvers were negative. Right ventricular (rv) sensing, pacing and threshold measurements were within normal range. High right atrial (ra) thresholds were noted, and the ra output was adjusted accordingly. Farfield oversensing of the rv signal on the ra channel was also observed. The physician will discuss potential x-ray imagining and further troubleshooting options soon. The ICD remains in service and no adverse patient effects were reported.